Event description:
It was reported that multiple patient's has issues with their implanted pumps. (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).